Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 694765 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that there was intermittent oversensing observed on some atrial tachycardia (at)/ atrial fibrillation (af) episodes. It appeared to be some type of noise. The lead remains in use. No patient complications have been reported as a result of this event.